Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range pacing left ventricular (lv) pacing impedance measurement of greater than 3,000 ohms. The device was re-programmed to a new vector. At this time, the device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.